Event description:
The customer reported that level 2 quality control values for digoxin were low on two occasions. A field engineer visited the site and replaced the immuno-wash pump on the analyzer after which quality control results were within limits. The customer stated that pt results had not been affected.